Manufacturer narrative:
The two samples were visually inspected and leak tested. The first sample has no visual anomalies. It was leak tested as received; connected to a calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at approximately 580 mmhg. The cap was loosened and retightened with a calibrator torque wrench to product specification. It was then pressurized with air, submerged into water bath, and a leaked was observed from the large blue luer cap at approximately 320 mmhg. The second sample had no visual anomalies. The unit was then leak tested as received with the calibrated manometer, submerged into water bath, pressurized to 1030 mmhg, and no leaks noted. A retention sample form the same product code and lot number combination was visually inspected and leak tested. There were no visual anomalies and no leaks noted. Upon evaluation on the first sample, the root cause for this complaint is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing an inadequate seal leading to a leak. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, a leak was found. *no patient involvement.